Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that a rt266 infant ventilator circuit dual heated with mr290 autofeed chamber failed the ventilator leak test during setup and before patient use. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated to fisher & paykel healthcare. Section d4: expiration date added. Section d4: UDI details updated. Section g3: date corrected. Section h11: method: the subject rt266 infant ventilator circuit dual heated with mr290 autofeed chamber was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected and analysed. Results: visual inspection found no visible damage to the breathing circuit. However, leak testing confirmed the reported leakage. A leak was identified at the connection between the elbow connector and the connector collar, and another leak was identified at the connection between the evaqua2 collar and the evaqua2 expiratory tubing. Damage on the barb of the elbow connector was observed, which was identified as the most likely source of the leak. Conclusion: we were unable to determine the cause of the damage to the elbow connector. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt266 infant dual-heated evaqua2 breathing circuit also state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Check all connections are tight before use. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.

Manufacturer narrative:
(B)(4). Correction: section g1 - contact office updated to (B)(6). Section h11 method: the subject rt266 infant ventilator circuit dual heated with mr290 autofeed chamber was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected and analysed. Results: visual inspection found no visible damage to the breathing circuit. However, leak testing confirmed the reported leakage. A leak was identified at the connection between the elbow connector and the connector collar, and another leak was identified at the connection between the evaqua2 collar and the evaqua2 expiratory tubing. Damage on the barb of the elbow connector was observed, which was identified as the most likely source of the leak. Conclusion: we were unable to determine the cause of the damage to the elbow connector. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt265 infant evaqua2 breathing circuit also state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - check all connections are tight before use. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.

Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt266 infant ventilator circuit dual heated with mr290 autofeed chamber failed the ventilator leak test during setup and before patient use. There was no patient consequence reported.

Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt266infant ventillator circuit dual heated with mr290 autofeed chamber failed the ventilator leak test during setup and before patient use. There was no patient consequence reported.

Manufacturer narrative:
The subject rt266 infant ventilator circuit dual heated with mr290 autofeed chamber has been requested to be returned to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.